Event description:
Reporter alleged obtaining discrepant blood glucose results of 71 mg/dl back to back with a result of 115 mg/dl when testing was performed within 10 minutes of each other on the compact system. Reporter stated, she self treated with orange juice and food prior to retesting with the system. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.